Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) 1000 mcg/ml at 488.7 mcg/day via an implantable pump for intractable spasticity. The hcp reported that patient was experiencing withdrawal and reported the following symptoms: trouble emptying his bladder, spasms, stiffness, needing help getting back into bed, blurred vision, sweating, itching, dizzy, tone was increased. The hcp stated that pump was refilled on (B)(6) and they typically "overfill" the pump some as they use gablofen. The hcp stated that they were expecting 36 ml in the pump today and got back 39 ml. The hcp stated that the patient did not experience any falls or other known trauma. They did an x-ray and it looks like the catheter was in the spine. There were no pump alarms. The hcp noted that they would need to send the patient to a different facility to do a dye study. The hcp inquired about dosing info if they were to give the patient oral baclofen. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.